Event description:
As a cc4204bf model lens, diopter 23.0 was being ejected, the cartridge split on both sides and tore the lens. The lens was implanted and removed with no patient injury. The surgeon felt the cartridge was the cause of the damage. An msi-pf injector was used and the lot number is unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found the cartridge tip split. A lens haptic was found stuck in the cartridge funnel and there was evidence of surgical residue. The lens was also returned and it showed the optic and both haptics torn.